Event description:
A company representative reported that a patient underwent revision surgery approximately 1 year and 10 months post-operatively to address two fractured mesa polyaxial screws. This report captures the first of two screws.

Event description:
The patient reported experiencing back pain and discomfort.

Manufacturer narrative:
Additional data: b5, b7, h3. H6. Coding has been updated to reflect completion of the investigation.